Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology (thickened leaflets). The reported patient effect of recurrent mr and subsequent dyspnea appear to be related to the slda. Mr, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and a second mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and thickened leaflets. A mitraclip ntw was inserted and deployed. A mitraclip xtw was inserted and deployed, reducing mr to a grade of 1-2. On (B)(6) 2025, the patient presented to the hospital with dyspnea and lack of appetite. An echocardiogram was performed and revealed that the mitraclip ntw clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2025, a second mitraclip procedure was performed, and two clips were deployed, reducing mr to a grade of 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and thickened leaflets. A mitraclip ntw was inserted and deployed. A mitraclip xtw was inserted and deployed, reducing mr to a grade of 1-2. On (B)(6) 2025, the patient presented to the hospital with dyspnea and lack of appetite. An echocardiogram was performed and revealed that the mitraclip ntw clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2025, a second mitraclip procedure was performed, and two clips were deployed, reducing mr to a grade of 2.